Event description:
In 2002, the pt reportedly was admitted to the hospital with sudden onset of meningitis. Eight days later, cochlea exploratory surgery was performed. During the procedure, the site of a previous mastoidectomy was uncovered and the electrode array was found to be entering the mastoid cavity. Also, a cystic mastoid cavity was found. The cyst was drained. The positioner was removed. It was noted that the cochleostomy was found to be clear of any granulation tissue or fibrotic debris which would have indicated active infection. An active cerebrospinal fluid leak was uncovered once the positioner was removed. The cochleosotomy was repacked to stop the csf leak. Two months later, the pt reportedly was admitted to the hospital for a recurrence of meningitis. The pt was treated with IV antibiotics and was reportedly released.